Event description:
Note: event date is unk. Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-05009 for the associated device info. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a stenting procedure in the common bile duct of a pt. During the attempt to deploy the stent, the guide catheter stretched resulting in the stent being unable to be deployed. A second flexima biliary stent system was used and the same event occurred. The procedure was not completed as there was no third device available; however, the pt was reported to be in good condition.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).